Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that following a gastric sleeve resection procedure the patient was stable and discharged after two days of hospitalization. Seven days later the patient has been brought to the hospital in very bad condition. It was necessary to perform an urgent surgery revision. Surgeon stated there was massive bleeding into patient's abdominal cavity. Two days after the second surgery revision the patient had another urgent surgery revision and this time surgeon stated there were many blood clots. The patient unfortunately died. No devices being returned. The surgeon advised that he did not report anything because he is not sure what failed. Additional info: during first surgery procedure, the surgeon was using harmonic generator and harmonic ace45e and the echelon 60 long and 6 loads ( ecr60b x 2 ; ecr60d x 1 ; ecr60g x 3 ). After surgeon used the last re-load the sewing line was bleeding and that the surgeon secure it and used sutures . That surgery was completed successfully with the patient to go home in good condition. The complication appeared 7 days later. During the second surgery the bleeding wasn`t massive but the patient have urgent revision surgery and surgeon during it stand that the abdominal cavity is full of gastric content.